Manufacturer narrative:
This report is submitted on february 23, 2024.

Event description:
Per the clinic, the patient experienced a skin overgrowth and multiple infections at the abutment site. The patient was treated with oral antibitiocs (specific date and duration not reported), however, the issue did not resolve. The patient was placed under general anesthesia on (B)(6) 2024, in order to remove the abutment.